Event description:
Nothing mediccally serious to report. I believe it is just an issue with quality. I wanted to report that 4 out of 24 contact lenses -o2 optix from ciba vision- were faulty. I saved one box which had the following lot # 543200. Most of the lenses were great for my vision and comfortable to wear, however, I could not see with the 4 faulty lenses. With all the 4 faulty lenses, I could not see with them immediately out of the lens container. I contacted ciba and they stated that the lenses were regulated through the FDA. I felt, as a consumer, the high rate of faulty lenses was unacceptable.